Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a perm implant surgery on (B)(6) 2020 wherein the physician placed a paddle lead at t7, the patient was unable to urinate. The patient was admitted to the hospital on (B)(6) 2020 and on (B)(6) 2020, the patient was still unable to urinate on their own. In turn, the patient had their entire scs system explanted due to an epidural hematoma (related manufacturer reference number 1627487-2020-30991). The patient was then admitted to a rehab facility. No further information is available.